Manufacturer narrative:
Journal article: matsui, md, yusuke, et. Al. (2015). Long-term survival following percutaneous radiofrequency ablation of colorectal lung metastases. Journal of vascular interventional radiology, 26, pp. 303-310. Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Reported via journal article. It was reported via journal article that post radiofrequency ablation procedure 2 patients died due to unknown causes.